Event description:
Per the clinic, the patient experienced pain at the implant site and migration of receiver/stimulator. Subsequently, the patient underwent a device repositioning sugery (date not reported); however, after the surgery, there were multiple open circuits noted. The device was explanted under general anesthesia under (B)(6) 2025. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.